Event description:
It was reported that during a meniscal repair surgery, the doctor deployed t1 of the first implant without issue but t2 implant would not deploy after several attempts. The doctor decided to cut the connecting suture between t1 and t2 implants and he explanted all the complained implants. The procedure was successfully completed with a backup device. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One unopened fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no abnormalities. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. Without the return of the device in question no root cause can be determined.